Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a company representative on (B)(6) 2016. Patient medical history included spina bifida at birth and spinal tumor. The patient's increased pain continued and the patient had difficulty walking, despite titration of the dose. At this time, the pump delivered dilaudid (concentration 7.5mg/ml; dose 1.8mg/day), baclofen (concentration 800mcg/ml; dose 192mcg/day), fentanyl (concentration 375mcg/ml; dose 90mcg/day), clonidine (concentration 250mcg/ml; dose 60mcg/day), and prialt (concentration 25mcg/ml; dose 6mcg/day). Lot numbers were unknown. The patient had multiple dye studies performed on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2016. All studies showed no obvious extravasation or motor stalls. A single bolus was given to the patient on (B)(6) 2016 via the catheter access port (cap); results were unknown. It was unknown if the issue was resolved. No surgical intervention had occurred and it was unknown if any was planned. Patient status at the time of the report was alive with no injury. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who had been treated with dilaudid - concentration: 4 mg/ml; dose rate: .7995 mg/day, baclofen ¿ concentration: 840 mcg/ml; dose rate: 167.89 mcg/day, clonidine - concentration: 400 mcg/ml; dose rate: 79.95 mcg/day, fentanyl - concentration: 200 mcg/ml; dose rate: 39.97 mcg/day, and prialt - concentration: 10 mcg/ml; dose rate: 1.999 mcg/ml intrathecal therapy via an implanted pump. The pump's indication for use was listed as non-malignant pain. Following the pump replacement procedure performed on (B)(6) 2015 [see manufacturer report # 3004209178-2015-20897] the patient has remained in the hospital with her original severe pain. A physician performed a dye/rotor study on (B)(6) 2015 to determine if the patient was not receiving therapy due to the catheter or pump. The catheter was determined to be patent and the rotor turned the correct amount. The patient continued to not benefit from the drug therapy. On (B)(6) 2015, the physician removed the entire drug from the pump and aspirated the catheter. It was further noted that the catheter was primed with .3 ml bolus and aspirating the catheter after priming for 10 minutes. The catheter was again aspirated following completion of the .3 ml prime. The 20 ml pump was filled with preservative free saline and the pump rate was set to 16 ml/day. The physician was to check the reservoir volume of the pump after 24 hours. The patient was given a bolus via the catheter access port (cap) of .8 mg of drug to determine if the patient received effective therapy. In post-anesthesia care unit (pacu), the patient began getting pain relief from the bolus. Replacement of the pump was discussed. Pertinent medical history, other medications the patient was taking at the time of the event, the cause of the event and the outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.